Event description:
It was reported through remote transmission that noise reversion was observed on the right ventricular lead. The noise had been present for several months and had continuously been appearing on the patient's transmissions. The noise could not be reproduced with isometrics. Clavicular crush is suspected to be the cause of the noise. Patient was asymptomatic. The right ventricular lead was explanted and replaced. No further information was provided.